Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that the next day of the implant placement at tooth location #35, the chic zone did not wake up. Doctor proceed to remove the implant since there was a damage of the nerve and finished the procedure placing other implant in the site. Paresthesia.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant was returned with no damage that would cause or contribute to the event. Device history record (DHR) review was completed for the subject lot number 2023020486. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020486 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.